Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that the pump time and date was incorrect; cause was unknown. Customer adjusted the pump time and date to address the issue and resumed insulin therapy on the pump. Customer¿s blood glucose ranged from 160 mg/dl to 184 mg/dl.